Event description:
Ihealth home covid-19 antigen rapid test shows "invalid results" with no line for the control or the test. Got this on two of the test from this box of tested I received a few months back. They are stored in a bathroom cabinet; so no extreme temperature exposure. The numbers on the back of the box are: gtin(01): (B)(4), lot no.(10): 221co20221 use by(17): (B)(6) 2022. I have administered these test before (different brand (blue box)) with a problem. I tried to order replacements but was told that I have ordered the maximum number for my address. If this isn't your 'department'; please forward if possible. Thanks, (B)(6).